Event description:
Potential compromise with diagnosis. Lab has been seeing sporadic air drying artifact over the last 1.5 years. The appearance of the artifact occurs in sequential clusters of 5-10 slides. Several cases were so severe that they could not be used for diagnosis. New slides had to be made.